Event description:
Edwards received information that approximately eight (8) years, one (1) month post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. A 20 mm transcatheter valve was implanted and the patient is noted as stable.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.